Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site the fse (field service engineer) verified the system - in particular vacuum 1 and 2 values successfully according to specifications. The reported problem could not be duplicated. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the suction issue may be movement of the patient, improper docking or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a suction issue while on the eye. Additional information received states the laser was fired and it was noted that the patient's outcome should be ok.